Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high. The customer had gone to bed with blood glucose at 134 mg/dl and woke up with 280 mg/dl. The customer treated with manual injection. The drive support cap appeared normal. Insulin did exit with a manual prime and no leaks or air bubbles were observed. No bent cannulas were noted. The time and date were correct. The bolus history displayed all entries based on the customer's recollection. The basal rate and bolus wizard settings were programmed correctly. The customer was advised to follow up with a health care professional regarding the issue. The customer also reported a high blood glucose of 448 mg/dl the night before and stated that she treated with the insulin pump. The customer declined to perform the high pressure test.